Event description:
It was reported that the lead exhibited loss of capture and sensing, and greater than 2000 ohms impedance. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.